Manufacturer narrative:
H11 initial and final MDR (B)(4). Device 1 of 2

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked tubing event on (B)(6) 2024. The issue occured with two similar types of infusion sets used for 6-8 hours. No further information was available.